Event description:
It was reported that the coupler was loose. Per the report, there was no procedure involved. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a black dead pixel showing on the image due to a faulty charge-coupled device. There was also a slice on the cable. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage" olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
It was reported that the coupler was loose. Per the report, there was no procedure involved. There was no harm or user injury reported due to the event.